Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place may 6 2013. Asr xl - left. Reason(s) for revision: pain. Lot number for stem incorrect. Update form 57 received may 8th, 2013. Revision date confirmed. Update stem lot number confirmation received may 12th, 2013. Product stickers added. Update - updated revision date taken from (B)(6) dated 16th may 2013. Update received: 3rd october 2013 - added revision date: 7th may 2013. Update 4 sep 2015: rec'd (B)(6) eclaims, marked com as legal, added kid, additional hospital - (B)(6) medical center, all product details, mw fields. (B)(4).